Event description:
The customer reported pads off and pads on messages while monitoring a patient via pads. There was no death or serious injury.

Manufacturer narrative:
The customer reported pads off and pads on messages while monitoring a patient via pads. There was no death or serious injury. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.